Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reports were oberseved during the review of device data logs. However, the device was put through extensive testing including bench handling, power cycling, defib functional stress testing, and pacer functional stress testing without duplicating the report. An internal inspection found no discrepanies. The ECG board and processor/bridge/pace board were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.